Event description:
Patient reports one of her pumps stopped working last week (sn (B)(4)) - it beeps but does not give an error code - nothing showing up on screen. She denied any issues with line or occlusion. She changed batteries and it continued to happen. No other information. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No issues. Is the actual device available to be returned for investigation? Reported to (B)(6) by: patient/caregiver.